Event description:
On (B)(6) 2015 - it was reported that the facility experienced a device failure with the guide wire on (B)(6) 2015 in which the guide wire reportedly began to "unravel" as it was being pulled out of the patient's arm. The procedure was stopped and the patient was reportedly sent to ER for removal and x-rays and then sent back to the facility. So no serious harm was experienced by the patient.

Manufacturer narrative:
A lot history review (lhr) of reyh0326 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.